Event description:
It was reported the patient had a loss of therapeutic effect. The patient did not think the device was working right. The patient legs feel cramped quite a bit. The patient legs weren¿t cramped for a while after implant but for the last month or so they have been cramped. The patient had tried adjusting stimulation up and down with their programmer but it had not helped. Patient also noted they did not know what they were doing. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 355531, lot# n339082, product type screening device. (B)(4).

Event description:
Follow up reported the patient was seen on (B)(6) 2013. Their leg cramping had come back and they were not sure why. Impedances were all normal. The patient and their family believed that stimulation just needed to be higher. The patient was adjusted and has not been heard from since.